Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 268 mg/dl. Infusion set site was changed. Multiple boluses and insulin injections were administered to address bg. Customer could not hear the pump delivering basal insulin and alleged that pump was not delivering basal insulin. Pump system check with tandem technical support (cts) found the pump to be functioning properly. Cts reviewed pump data and no issues were identified with basal delivery. Customer maintained there was an issue with the pump. Recommendation was made for customer to consult with healthcare provider.